Event description:
It was reported that the backrest on this bed was drifting down when raised and would not stay in an upright position . No injury to patient or user was reported.

Manufacturer narrative:
Fowler clutch.